Manufacturer narrative:
The customer stated that the alleged runs were tested during the week of (B)(6) 2021; however, sample ids or run numbers were not available. This MDR addresses one of the 5 out of 6 runs identified during data review that generated a sars positive results using reagent lot 10111z on the liat instrument sn (B)(6) . The negative results were reported. No harm is alleged. Further investigation identified that these were nasopharyngeal samples collected with deltalab collection kits, 3 ml (cat 30429) with nasopharyngeal flocked swabs. These kits are not included on the approved media list in the method sheet. An instrument investigation was performed and found no product problem. Internal control amplification for 3 of the 5 runs is robust. 2 of these runs have weak target amplification and late cts, and are consistent with low titer samples. Target amplification for the 3rd run is robust. The internal control is suppressed for the other 2 runs. The early cts and strong amplification for these samples indicate very high target titers. It is not uncommon for the internal control to be suppressed when high target titers are present. As it is not known which samples are alleged, the likely root cause cannot be determined. Potential factors could include: low titer sample: results for samples with titers near the limit of detection (lod) for a given test can be expected to waiver upon retest. Testing on different platforms could also potentially give discrepant results, due to differences in algorithms and method sensitivities. Mutation: different methods may target different regions of the viral dna. Mutation in the target region could result in the target not being detected. Contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. Corrected suspect device from the instrument to the assay (subsequently provided the reagent lot #, exp. Date, changed single use to yes, updated manufacturer site and PMA/510(k) #). Corrected device code from false positive result to non reproducible results (B)(4).

Manufacturer narrative:
The system was recently returned to the repair center. An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer from (B)(6), alleged the generation of discrepant sars-cov-2 results for six (6) patient samples when using the cobas liat sars-cov-2 and influenza a/b test, compared to the retest results of an independent clinical lab center. Six patient samples tested positive for sars-cov-2. When retested at the independent clinical lab center with an unknown system, the results were negative. No further information on the type of system used for the retest is available at this time. No harm is alleged from the six (6) patient samples. An investigation is currently ongoing. Per the FDA guidance six (6) mdrs will be filed, one per sample.